Event description:
Pt has experienced hyperglycemia of up to 300 mg/dl for the past 2-3 months, and she believes the basal rate delivery of the infusion device is inaccurate. She has felt sick and had headaches, and her hba1c value has increased by 0.4%. Pt reported the vibration alarm is also "very noisy." The infusion device was requested for evaluation. The pt did not require treatment form a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.